Event description:
The machine failed autotest 5x. The gambro technical services (gts) rep was able to push water through balance chamber valve vbo with a syringe; valve leaking/stuck open. The valve was replaced. No pt involvement was reported